Event description:
The patient reportedly experienced facial nerve stimulation, and pain near the implant site. The patient was prescribed antibiotics (type unknown) and decongestants, since the patient's doctor suspected patient's eustachian tube was plugged up. The patient continues to be monitored by the center.